Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in japan. It was reported the rotaflow console shutdown during use. The power was immediately turned back on and the rotaflow console was working again. The error message ¿referenc¿ occurred on the rotaflow console. The device was not running in battery mode but on ac power. Due to the reported shut down and the error message "referenc" a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and during the investigation the reported failures could not be reproduced. The getinge field service technician performed a long-term running test and a cross-check with other devices for the rotaflow console and rotaflow drive, but no reproducibility was observed. Based on these investigation results the reported failure "rotaflow console shut down" could not be confirmed. However, the failure mode "rotaflow console shut down" can be linked to the following most possible root causes according to our risk management file: (un)intentional stop of the pump, e.g.: * pump stop intervention after technical error (e.g. Pump runaway, error head) * wrong intervention limits * unintended rpm change by user * unintended switch off by user. The review of the non-conformities was performed on (B)(6)2024 and during the period of (B)(6)2012 to (B)(6)2024 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in (B)(6)2012. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 2.2.4 general precautionary measures during use. If the pump stops during an application, the blood flow will be interrupted and supply to the patient will cease. Eliminate the cause of the pump stop and start the pump again as soon as possible. 2.2 general safety instructions there is the risk that acoustic alarms emitted by the rotaflow system may not be heard. You should therefore position the system so that you can see the displays on the rotaflow console and any optical warning signals at all times. 3.3.4 battery operation "status of the power supply during battery operation" the acoustic alarm can be switched off with the "audio off" button. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2012. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in japan. It was reported the rotaflow console shutdown during use. The power was immediately turned back on and the rotaflow console was working again. The device was not running in battery mode but on ac power. The error message ¿referenc¿ occurred on the rotaflow console. The failure was not reproducible at this time. No harm to any person has been reported. Due to the reported shut down a report is required. Complaint ID: (B)(4).